Event description:
It was reported that a pump declared an altitude alarm, leading to a situation where the customer had to replace the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided tips for preventing altitude alarms, which the caller understood and acknowledged. The pump resumed normal operation afterward.